Manufacturer narrative:
(B)(4). Upn-search corrected from unk728 - watchman access system - (intervent cardio) - 60000 to m635tu20060 - fg watchman access sys double curve, us - tu2006. Upn corrected from unk728 to m635tu20060. PMA# or 510k# corrected from m110009 to p130013. (B)(4).

Event description:
It was further reported that they had transesophageal echocardiogram (tee) images to review prior to the case which showed that the laa anatomy was suitable for a watchman ® laa closure device. The transeptal puncture was difficult because of instability of the needle on atrial septum. The patient had an atrial septal aneurysm that made the "mid to low and posterior" puncture more difficult. The medical team were able to do a successful transeptal puncture, but on short axis they could see that it was quite posterior, very close to la wall. They were very careful throughout that step. Once that was done, the case was straight forward. There was only one deployment, no recaptures and the closure device was released. The patient passed the release criteria with success and device showed compression of 30%.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04335. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted using a watchman ® access system. The physician noted there was difficulty with the transeptal crossing. About 4-6 hours after the procedure, a pericardial effusion occurred. They performed a pericardiocentesis to drain the fluid. There were no other patient complications reported and the patient is doing well.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that there was thrombus on the transseptal sheath in the right atrium before the transseptal puncture was done. It was aspirated through the transseptal sheath and then they proceeded with the transseptal puncture and the other steps. The was not in place at the time. The patient was in sinus rhythm at the time of the implant. The left atrium pressure was 13mmhg. Heparin was infused and her activated clotting time was between 348 and 369. Following the release of the device, there was a complete seal noted.